Event description:
It was reported that the bd syringe 5ml saline fill china sp cap fell off. The following information was provided by the initial reporter: during the application of an indwelling needle for a patient, when sealing the catheter after completing the infusion, it was discovered that the cone cap of the pre-filled catheter flushing device had come off.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 4113410. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.